Manufacturer narrative:
The reported device is expected to be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported an issue with the vcare, item # 60-6085-202, unknown lot, that occurred (B)(6) 2019 during a hysterectomy procedure. It was initially reported that during the procedure the entire v-care manipulator fall apart. Additional information obtained clarified that the issue occurred during a robotic hysterectomy, towards the end of the procedure and while removing the uterus. The balloon was still in the uterus when it came off the manipulator shaft and broke. The cervical and vaginal cups broke apart and fell off the manipulator shaft as well. The vcare had been left in the uterus while the uterus was being removed until the v-care fell apart. The balloon had been filled with 10cc of air and the cervical cup was sutured in place during the whole procedure when the issue occurred. At that point all v-care and balloon pieces were removed using a single tooth tenaculum. The uterus fell off the v-care manipulator and was removed with a clamp. It is indicated that there was no injury or impact to the patient and it is reported that the patient has since made a full recovery. The procedure was successfully completed using another device, eea sizer, with a 3-4 minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Despite numerous attempts to obtain the device for return to conmed for evaluation, updated information received indicates the device will not be returned and is not available for evaluation. This complaint is inconclusive. To date, the device has not been returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure could not be verified. Neither a DHR or two-year lot history review could be performed since a lot number was not provided. A two-year review of complaint history revealed there has been a total of 6 complaints, regarding 6 devices, for this device family and failure mode. During this same time frame 27,536 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user : -prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. -do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. -vaginal delivery of a large uterus may result in patient injury. Methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. -upon removing the v-care, the surgeon should visually inspect the v-care device and the patient, to make sure that the entire v-care device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/ components to the v-care cervical elevator retractor. These are 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
In MDR 1320894-2019-00050 follow up #1, h2 field was left blank in error. H2 should have indicated " additional information".